Manufacturer narrative:
Device evaluation summary: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A friend of a (B)(6) year old male patient contacted zoll customer support to report that the patient is having problems with the device as a result of the heat. The patient sweats a lot, which is causing blisters. The blisters are itchy, and when he scratches them, he bleeds. Zoll customer support recommended cornstarch or hydrocortisone and seeing his physician. No additional follow-up documented.